Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Devcie not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. The customer's blood glucose (bg) level was 220 mg/dl. The customer addressed the bg level by loading a new cartridge and delivering a bolus via the pump.